Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, diseased mucous membrane, inadequate bone quality/quantity, bone resorption, peri-implantitis, infection, pain, fistula.